Event description:
It was reported that (1) tlc55 and (1)tcr55 were used during a sigmoidectomy procedure. It was reported by the affiliate that the surgeon was using a new tlc55 to fire across the sigmoid colon. The surgeon went to fire the gun and it would not fire. It seemed to the surgeon that the firing knob would not move. Opened another device to complete the case. There was no consequence to pt.